Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer visited emergency room due to high blood glucose of 600 mg/dl on (B)(6) 2019. Customer alleged possible under delivery on insulin pump as customer did not alarm for high blood glucose. Customer stated that drive support cap was normal. Customer was treated with insulin shot. Customer had crack on the insulin pump screen corner and back of the res compartment as insulin pump was dropped. Customer passed displacement test and self test. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had cracked display window, cracked reservoir tube, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lipand a stained end cap sticker. (B)(4).